Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had its refrigerator power locked. The customer stated that the user was able to remove the medications from another station and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the refrigerator's power being locked. A field service engineer confirmed that the issue had been resolved by the customer. The system functioned as intended after the customer resolved the issue.